Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch delica lancing device was not fully penetrating. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at approximately 3:00pm. The patient reported he manages his diabetes with insulin (self adjust). The patient reported that due to the product issue, he could not get enough blood to test his blood glucose. He continued to take insulin, but guessed on how much to take. The patient reported that on (B)(6) 2011 at 3:00am, his wife found him "unconscious, and sweating." The patient advised that his wife treated him by giving food and drink as treatment. During troubleshooting, the customer care advocate (cca) confirmed the patient was using the proper testing technique for the onetouch delica lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the lancing device was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.